Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the intended procedure was a diagnostic otorhinolaryngoscopy. The patient was not under anesthesia.

Event description:
The customer reported to olympus, the video system center had a scope communication error. The issue was found during preparation for use. The facility finished the procedure with another set of device there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a scope communication error code and the flat cable connecting scope socket was replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.